Event description:
Biomedical reports one pca 11 pump in which the occlusion alarm did not go off, found during patient use with no patient injury or medical intervention required. The facility reported that the nurse had left the clamp on the tubinh after starting the device and when the patient complained of pain, the nurse released the tubing clamp without disconnectiong the patient, possibly causing a bolus of medication. The facility did not have information regarding the flow rates or set up of the device,